Event description:
It was reported there were poor rv (right ventricular) thresholds, and the atrial lead had high impedance and an apparent lead fracture. Both leads were explanted and replaced. The atrial lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Other text : truei capsurefix novus implantable pacing lead. It was reported there were poor rv (right ventricular) thresholds, and the atrial lead had high impedance and an apparent lead fracture. Both leads were explanted and replaced. The atrial lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event impedance, high lead(s), fracture of.